Event description:
It was reported that at the start of a procedure the drill attachment heated up. There was no report of any adverse consequences and the procedure was completed successfully with a backup drill attachment. There was no medical intervention required, no delay in procedure, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device has yet to be received by the manufacturer. A follow up report will be filed once the product evaluation has been completed.